Event description:
The (B) (4) surgical marketing team was contacted by a surgeon who stated that he had a patient that had a separation of the poly from the baseplate of a revision glenoid. The polyethylene allegedly dissociated from the revision glenoid. It is not known if the patient has been revised yet.